Event description:
It was reported to st. Jude medical that there was oversensing of t-waves. The t-waves were being sensed when the r-wave amplitides were at a minimum. The r-wave amplitudes were variable in size, ranging from 1.5 to 2.5 millivolts.